Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during tkr, the inside part of the jjrny ii bcs art isrt trl sz 3-4 9mm lt broke. The piece was retrieved, but is unknown how. A smith and nephew back up device was available. No injury to patient or significant delay reported. Patient information is not available.

Manufacturer narrative:
H3, h6. The associated device was returned and evaluated. A visual inspection of the returned device confirms a large piece of the device broke off. The piece was returned. This device shows signs significant signs of wear and use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, the trial fractured during the tkr procedure; however, the broken piece was retrieved without patient injury or significant surgical delay and the procedure was completed with a backup device. It was communicated that the requested clinical documentation was not available; therefore, contributing clinical factors could not be concluded. With the limited information provided, the patient impact beyond the reported 10-minute surgical delay with removal of the broken trial fragment and use of backup device to complete the procedure cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.